Event description:
It was reported that a customer experienced an issue with the tandem mobi cartridge falling out of the pump and not fitting correctly into the pump, resulting in being unable to proceed with the load process. Despite four occurrences of cartridge fit issues, there was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support and replaced the cartridge, successfully resuming insulin use without needing further assistance.